Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken. The top case was chipped and cracked. The right plunger was cracked also. The device history log showed there was a motor rate error in history. Customer stated problem was verified during occlusion tests. The issue was replicated during testing by the tech. It was found the device needed replaced worm gear and coupling and that cleared up the problem. The root cause was found to be from normal wear, parts were over 7 years old. The tech replaced worm gear and coupling. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.